Manufacturer narrative:
During the troubleshooting survey, adc customer service provided training to the customer's family member on how to calibrate the customer's meter. No further investigation is required. There is no indication of a product malfunction. This is the final report.

Event description:
The customer's family member called customer service and reported the customer did not have their blood glucose meter calibrated for some time, and asked to be trained on how to calibrate the meter. During the troubleshooting survey, the customer's family member additionally reported the customer lost consciousness. Paramedics were called and after obtaining a reading of 27 mg/dl (unknown meter), they reportedly treated the customer with an unknown intravenous medication. Although the customer was transported to a health care facility and reportedly, diagnosed with severe hypoglycemia, the customer's family member reported they did not know the treatment rendered to the customer at the medical facility. There was no report of death or permanent impairment associated with this event.